Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: l611640. Symptom: op = on patient. Purge failure and pump stuck on 2.5cc. Findings/action taken: confirmed. Reproduced purge failure. Replaced pneumatic control system (pcs). Could not reproduce 2.5cc problem. Replaced front end board and central processing unit (cpu) as a precaution. Performed preventative maintenance. Unit checks okay. Fcn level: 1416, software level: 2.24. Call received from the hospital biomed. He stated that the connections were all checked and found no issue with the intra-aortic balloon (iab) connections and helium tank connections. The patient was switched back to the hospital pump and transported with no issue. He was not sure if it was a 40cc or 50cc iab. The problem was found to be the pcs assembly. Once the pcs was replaced there was no longer an issue with the volume staying at 2.5cc.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "pump stays at 2.5cc volume" is not confirmed. The reported problem could not be replicated during the functional test. The front end board and cpu board passed functional testing. The cause of the pump displaying 2.5cc volume is undetermined. No further action is required. A device history record (DHR) review is not required. The returned parts passed functional testing.

Event description:
It was reported via a field service report: (B)(4). Symptom: op = on patient. Purge failure and pump stuck on 2.5cc. Findings/action taken: confirmed. Reproduced purge failure. Replaced pneumatic control system (pcs). Could not reproduce 2.5cc problem. Replaced front end board and central processing unit (cpu) as a precaution. Performed preventative maintenance. Unit checks okay. Fcn level: 1416, software level: 2.24. Call received from the hospital biomed. He stated that the connections were all checked and found no issue with the intra-aortic balloon (iab) connections and helium tank connections. The patient was switched back to the hospital pump and transported with no issue. He was not sure if it was a 40cc or 50cc iab. The problem was found to be the pcs assembly. Once the pcs was replaced there was no longer an issue with the volume staying at 2.5cc.